Event description:
Caller reported a frozen mobile app while loading a cartridge, and upon re-launching, the pump was not paired. The app continued to crash, leading technical support to instruct the caller on uninstalling and reinstalling it, which did not resolve the issue. There was no adverse impact on the customer's blood glucose level. Technical support eventually reset the pump but without success. Customer reverted to an alternate method of insulin delivery.